Event description:
(B)(4) clinical trial. It was reported that following a stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with unstable angina and cardiac catheterization was performed which revealed the target lesion that was a de novo lesion located in the 100% stenosed chronic total occluded 2nd diagonal coronary artery. The lesion was treated with predilatation and placement of a 2.25x12mm promus element plus drug eluting stent with 0% stenosis. In (B)(6) 2012, the patient was discharged three days post procedure on aspirin and clopidogrel. In (B)(6) 2012, the patient expired due to brief illness.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).